Event description:
It was reported that during use in an arthroscopy, the initiator of the footprint anchor was impacted and the threads were prepared with the hammer, the anchor broke after the first hit. All the broken pieces were removed from the patient. The procedure was completed with a surgical delay of 10 minutes and was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The anchor tip is broken away at the suture window, the length of the anchor is fractured with some pieces completely broken away. There is debris on the anchor. The suture threads are still through the remains of the suture window and attached to the insertion device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the customer provided image finds an anchor with broken threads attached to the insertion device. Per case details, the broken anchor was retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.